Event description:
Information received a smiths medical intubation/ portex endotracheal tubes aircare used this endotracheal tube on a healthy patient (cat) during a routine surgery. They opened it immediately before use. Patient became cyanotic, which is when intervention occurred. Chest compressions were performed, but the cat passed. Upon inspection of the endotracheal tube, there was a piece of plastic adhered on the inside of the tube completely occluding the airway, so the cat did not receive any oxygen. The report is indicating the cat was intubated and when realizing the cat was cyanotic, this cat needed CPR. After incident the plastic was found adhered on the inside of the tube, causing blockage of air to be delivered.